Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display screen is so worn that it is difficult to see. Customer indicated that it is not possible to read it properly. Customer's blood glucose was unknown at the time of incident. No further details given.

Manufacturer narrative:
The insulin pump received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.